Manufacturer narrative:
No device analysis results are available because the device was not returned. The merlin. Net logs were reviewed for serial#: (B)(6) and the occurrence of error 5 was confirmed.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.